Event description:
It has been reported that the patient received durasul generic hip in 2008 (exact date not reported) and underwent revision surgery due to "breakage of the inlay".

Manufacturer narrative:
The manufacturer did not receive device. As no lot number was provided for the device, the device history record could not be reviewed. A cause for this specific clinical event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. Zimmer (B)(4) considers this case as closed. (B)(4).